Manufacturer narrative:
A visual evaluation found that the entire internal bolster had detached from the feeding tube. Slight remnants of the inside of the bolster were still attached to the feeding tube. A mold line was found on the tube 4 millimeters from the distal end indicating that the bolster had been properly attached to the tube. The returned unit was consistent with the complaint incident that the internal bolster detached during replacement. During the evaluation the internal bolster was found to be detached from the peg tube. It is most likely that due to force being applied when it is removed which causes the bolster to detach. Therefore, the most probable root cause is operational context. A review of the device history record was performed for lot number 12838661 and revealed no related issues to this complaint. (B)(4)

Event description:
It was reported to boston scientific corporation that a securi-t percutaneous. Replacement gastrostomy tube was used during a gastrostoma exchange. Procedure performed on (B)(6),2010. According to the complainant, during the procedure, while removing the initially placed feeding tube the internal bumper detached inside the stomach of the patient. The physician removed the bumper endoscopically. The initial device had been in the patient for approximately six months. The procedure was completed with a different device, manufacturer unknown. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a securi-t percutaneous replacment gastrostomy tube was used during a gastrostoma exchange procedure performed on (B) (6) 2010. According to the complainant, during the procedure, while removing the initially placed feeding tube the internal bumper detached inside the stomach of the patient. The physician removed the bumper endoscopically. The initial device had been in the patient for approximately six months. The procedure was completed with a different device, manufacturer unknown. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B) (4)-internal bolster removed from patient, nothing remained in patient.the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B) (4).